Event description:
The account stated that the architect (B)(4) reagent has generated a (B)(4) result on a patient sample. The initial result was reactive at 31.6 miu/ml, the sample was retested in duplicate and the results were negative at 3.18 and <1.20 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). (A definitive cause for the customers issue was not determined, and no product deficiency was identified. However, due to the recurring b-hcg issues at the customer site, a site visit is planned for late (B)(4) 2010.) The customer has had several complaints of erratic b-hcg results at the low end of the assay range over the past year. Seven complaints have been elevated for level 2 investigations, but no root cause has been found. Internal testing performed as part of the level 2 investigations all had results within the assay specifications. The current rates for architect i1000sr erratic complaints/million tests and occurrences/million tests are below the internal rates documented at launch of the instrument. No adverse trends were identified related to this issue. The architect system operations manual lists probable causes and corrective actions for erratic results, and the b-hcg reagent package insert describes suitable specimens and precautions on result interpretation. Based upon the data available and the results of this evaluation of the architect i1000sr system, a definitive cause for the customers issue was not determined, and no product deficiency was identified. However, due to the recurring b-hcg issues at the customer site, a site visit is planned for (B)(4) 2010. Representatives from systems integration, product quality, assay technical support, and france field service will visit the customers laboratory for additional instrument troubleshooting and to review pre-analytic steps such as sample collection and handling.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00595 has been submitted to address this error.